Manufacturer narrative:
A customer in (B)(6) notified biomérieux of false susceptible vancomycin (van) results for a enterococcus faecium isolate with the vitek® 2 ast-p586 test kit. The strain was submitted for evaluation. An investigation was performed. The strain identification was confirmed as the species e. Faecium on the vitek 2 gp card. The broth microdilution (bmd) reference method was used for vancomycin development (formulation van04n) on ast-p586, and realized to determine the intended result of bmd va mic = 8 mg/l r. The agar dilution(ad) reference method was used for teicoplanin (tec) development (formulation tec01n) on ast-p586, and realized to determine the intended result of ad tec mic = 4 mg/l r. Using vitek 2 v7.01 (aes parameters : eucast + phenotypic), three (3) ast- p586 cards (one from customer lot cl1 3660325103, one from customer lot cl2 3660319103 and one from the random lot rl 3660333203) were tested. The results were: va mic <= 0.5 mg/l s with the cl1. Va mic = 1 mg/l s with the cl2. These results are an essential agreement error compared to the reference result. Va mic = 8 mg/l r with the rl. This result is within essential agreement without category error. Tec mic = 1 mg/l s with the cl1. This result is an essential agreement error compared to the reference result. Tec mic = 2 mg/l s with the cl2 and the rl. These results are within essential agreement compared to the reference result. The underestimation of vancomycin and teicoplanin on the ast-p586 card was confirmed in-house for the customer lots. On the cl1 and cl2, these underestimations lead to an error of phenotype : wild phenotype instead of van a like phenotype. On the rl, the underestimation of teicoplanin only lead to another error of phenotype : van b like phenotype instead of van a like phenotype. In conclusion, the isolate exhibited an atypical biochemical profile. The ast-p586 card performed as intended.

Event description:
A customer in (B)(6) notified biomérieux of false susceptible vancomycin results when testing a patient isolate identified as enterococcus faecium for susceptibility with vitek® 2 ast-p586 test kit (ref. 22276, lot 3660319103). The customer tested the patient isolate with vitek® 2 and obtained a "susceptible" result. On (B)(6) 2017, the isolate was tested a second time with vitek® 2 ast-p586 lot 3660319103, and again the vitek® 2 ast-p586 card gave a "susceptible" result. The customer reported that they performed confirmation testing, vre-screening agar and pcr testing, obtaining a van-a phenotype (vancomycin resistant). The customer reported that the incorrect result was not reported to the physician and that the patient was not harmed or treated incorrectly. The customer did report a delay in reporting results of greater than 24 hours. A biomérieux internal investigation has been initiated.